Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The subject device was evaluated by olympus, and no abnormalities were observed. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was determined that the foreign substance was iron rust and did not come from subject device (maj-209). However, the origin of the foreign substance could not be identified. This supplemental report includes a correction to d9 and h3 to provide information that was not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic approach to peripheral lesions procedure, when the guide sheath was inserted through the forceps port, an unidentified foreign object fell from the tip of the endoscope. The sheath was removed, and the foreign object was collected. Further, the suction sounded strange, but the sheath was inserted into the forceps port as it was. The sheath may have come out of the tip of the endoscope in the form of pushing out the foreign body. The physician does not think that the foreign substance came from an olympus product but wanted to have it checked out just in case. An olympus representative explained that the guide sheath was not designed to cause foreign objects to fall but the physician insisted to have it checked. The customer further explained that when using the scope in the case, the suction worsened halfway through, and the customer speculated that something in the patient's mouth may have been sucked up. Reportedly, there were no abnormalities found when cleaning the scope. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
It was additionally reported that the device fell into the patient's lungs. The physician attempted to retrieve the device with forceps but was unable to do so. It was ultimately retrieved by suction. This created a slight delay of 12 minutes. The physician did not believe the foreign object was in the guide sheath kit. The scope had also been cleaned, so it was unlikely to have originated from the scope. The physician felt that whatever was suctioned from the patient's mouth was pushed out when the guide sheath was used.